Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00886. It was reported the patient experienced numbness from the back to her leg extremities after trial lead removal on (B)(6) 2018. The reported sensation occurs randomly. The patient has a history of neuropathy.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00886. Follow-up identified the patient's numbness sensation has improved.